Manufacturer narrative:
Device manufacture date: aug 2020. The reporter has declined to provide allergan further information regarding event, product, or patient details. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported during a xen®45 gts implant procedure in the right eye, there was a "small cut made to tip of the xen implant to make it bevelled." The surgeon then made a minimal incision down the sclera to create the subtenons pocket and uses mmc and ovd in the pocket and implants the xen in the usual ab-interno fashion. There was some minor subconjunctival bleeding. A small amount of viscoat was placed in the ac at the end of the procedure.